Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a damaged lcd screen was confirmed via functional and visual analysis. The heartmate ii system controller was returned for analysis and a log file was submitted (a2200852) as well as downloaded (a2251659) for review. The log file did not contain any notable events. The system controller underwent preliminary testing and failed due to an unreadable lcd screen. The controller¿s cables were tested for any discrepancies and were found to meet all required measurements. The system controller was disassembled and the lcd screen and lcd printed circuit board (pcb) were replaced with test components from a functioning controller. The returned controller was then connected to a power module to assure that the replacement parts were functional. Upon powering on the controller, the lcd screen was operated as intended. The test lcd pcb was taken out of the returned controller and replaced with the original pcb. The controller was powered back on with the test lcd screen, and original lcd pcb, and was fully functional. With the test lcd screen inserted, the controller was resubmitted for testing. The controller passed all testing without any issues. The root cause for the non-functioning lcd screen was due to damage to the screen; however, the root cause of the damage was unable to be conclusively determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that there was an lcd (liquid-crystal display) screen malfunction. The patient's original controller with the reported broken lcd screen was replaced with new controller. There were no unusual events seen within the log file and the equipment was operating as expected. No additional information provided.